Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, the patient stated that they had one unused line with the cap on; however, the clamp was open on the line. The technical service representative (tsr) assisted the patient in cycling the power to clear the alarm. The tsr assisted the patient in ending therapy. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The evaluation of the returned device is complete. The device was visually and functionally tested per product specifications (leak testing, clamp function test, clear passage test, and device-device interaction testing). There was no failure detected as the device passed all the tests and performed within the desired product specifications. An open clamp on an unused line was reported and is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.